Event description:
It was reported that during a hysterectomy the touch screen was not working on the gen11. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: n/a. Investigation summary: per service manual operational and diagnostic analysis confirmed the touch screen was not working. The bezel/ito assembly and cable assembly main board to chassis ground was replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.